Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that, when programming a bolus, the ok keypad button cancelled the bolus instead of confirming it. The ok keypad button was also allegedly not releasing during the prime step, and the pump would continue to prime until another button was pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, the ok keypad button was hyper responsive. The up arrow, down arrow, and contrast buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the display screen text appeared dim, faded, and discolored.